Event description:
The user facility reported, the battery from the device was too hot to touch after a procedure. No medical intervention, no delay and no adverse consequences.

Event description:
The user facility reported, the battery from the device was too hot to touch after a procedure. No medical intervention, no delay and no adverse consequences.